Event description:
It was reported that: "this cvc was inserted 3 days prior to the incident. The cvc was normal in appearance until immediately after the high- pressure contrast injection (of only 2.5ml/sec) into the brown lumen. After the injection the line was swollen and stretched out of shape. There was no obstruction, two clinicians sited that the line was not clamped and flushing well on manual flush, then was connected to the contrast injector. All lumens were being used regularly for chemotherapy treatment. The cvc was not ruptured, leaking or torn."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer provided one image showing the 3-lumen cvc while inside a patient. Visual analysis revealed that the distal line was stretched and ballooned. It was noted that the slide clamp was activated in a location just distal to the ballooning; however, the customer reported that the line was clamped after the pressure injection due to concerns of the line rupturing. Therefore, the slide clamp being clamped likely did not contributed to the ballooning. The customer also returned one, pressure-injectable 3-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. It was immediately noted that a large section of the catheter body was severed below the 10cm marking. The severed portion was not returned by the customer. Visual analysis revealed that most of the distal lumen was severely ballooned and stretched from the luer hub to approximately 1.5cm from the juncture hub. No other defects or anomalies were observed. Visual analysis could not be performed on the severed end of the catheter body as it was not returned by the customer. The ballooning of the distal extension line measured 0mm-80mm from the distal luer hub. The catheter body length from the juncture hub to the severed end measured 139mm, which indicates that 68mm-88mm of the catheter body was severed and not returned for analysis (per the catheter product drawing. The catheter body outer diameter measured 0.095", which is within the specification limits of 0.094"-0.098" per the catheter body extrusion product drawing. Without the entire catheter body returned for analysis, a full dimensional analysis could not be accurately performed. A lab inventory syringe filled with water was attached to all three extension lines and flushed. No blockages or leaks were encountered as all three extension lines flushed as intended. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". A lab inventory guide wire with a diameter of 0.79mm was inserted through the distal lumen at the point of separation on the catheter body. Little to no resistance was encountered as the guide wire passed through the distal lumen and extension line. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury". The IFU also states, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "flush lumen(s) to completely clear blood from catheter". The IFU also states, "do not cut catheter to alter length". The kit lidstock was reviewed as part of this complaint investigation. According to the lidstock artwork, the max pressure injection flow rate (ml/sec) for the distal, medial, and proximal lines are 10, 5, and 5 (respectively). The customer reported that contrast was injected into the extension line at 2.5ml/sec. This indicates that the customer was within the functional parameters of the distal line. The report of a ballooned extension line was confirmed through complaint investigation. Visual analysis revealed that the distal line was severely ballooned/stretched which is consistent with over pressurization of the catheter; however, a full analysis could not be performed as a section of the catheter body was severed and not returned for analysis. No blockages or occlusions were observed within the returned device , however, the separated portion of the catheter body could not be evaluated. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the observed damage appears consistent with damage due to over-pressurizing due to a blockage and/or occlusion; however, without the entire catheter body returned for analysis, this cannot be verified.

Event description:
It was reported that: "this cvc was inserted 3 days prior to the incident. The cvc was normal in appearance until immediately after the high- pressure contrast injection (of only 2.5ml/sec) into the brown lumen. After the injection the line was swollen and stretched out of shape. There was no obstruction, two clinicians sited that the line was not clamped and flushing well on manual flush, then was connected to the contrast injector. All lumens were being used regularly for chemotherapy treatment. The cvc was not ruptured, leaking or torn."